Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump and meter were stolen. Customer's blood glucose level was 469 mg/dl. The customer had been off the insulin pump for a couple of hours and ate but was unable to bolus because the insulin pump was stolen. The device was not returned.